Manufacturer narrative:
Device code 3088 relates to 1536 for the reported event of needle failing to retract. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure. According to the complainant, the needle would not retract back while inside of the patient. There was no damage notice to the device. A second tban device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a brochoscopy procedure. According to the complainant, the needle would not retract back while inside of the patient. There was no damage notice to the device. A second tban device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual evaluation was performed and found that the syringe was attached to the handle luer. The syringe was removed from the luer, and the syringe and luer were inspected. No damage was found to either one. The drive wire was found slight bent, where it attaches to the needle. There was heavy residue on the tip of the needle. Also, residue was visible within the clear sheath. A functional evaluation was performed and revealed that the needle would fully extend, but would not fully retract. The residue was removed from the tip of the needle. The needle was able to be fully retracted once the residue was removed. Based on the evaluation of device, the most probable root cause of the reported defect as considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted.